Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported the device was explanted and the customer discarded the device. The battery was overdischarged 3 years ago. The device was replaced with a newer model. The issue was reported to be resolved. No further complications were reported.

Event description:
On (B)(6) 2018 crts (B)(4)(hcp): info meeting r/o (B)(4) was omitted. Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The patient¿s device not was working. The hcp indicated that it sounded like the device just quit and they believed the patient did not charge it. They went into the office and attempted to recharge it. They got it working again but told the patient that if they did not recharge it again, it would be ¿done¿. The patient tried to recharge at some point but was not able to. The issue began 2 years ago. There were no patient symptoms reported and no complications reported.